Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the electrosurgical generator exhibited a faulty power supply unit (psu) board. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, unit fails to be calibrated and unable to pass conformance test due to faulty pkrf board. Unit fails lh no.9 on hand switch test due to faulty aux board. Olympus will continue to monitor field performance for this device.